Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system presented to the emergency department with a report of an undesirable increase in stimulation. The evoke closed loop stimulator (cls) was turned off and the symptoms resolved. The patient remained in the hospital overnight for observation; no additional interventions were required. During a follow-up visit, a saluda representative evaluated the system and attempted to replicate the reported increase in stimulation; however, the issue could not be replicated.